Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem of "ruptured reservoir". The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: baxter received the device for evaluation. Visual examination of the unit showed no signs of a ruptured reservoir; the reservoir was found completely intact. However, the film wrap was found missing. No other observation was found on the unit. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release. A separate medwatch will be submitted for the confirmed missing film wrap under baxter. (B)(4).

Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv 250 device had ruptured before use. The rupture occurred during filling. It is unknown what was being filled. There is no patient involvement. No additional information is available.